Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the inspiratory manifold assembly is defective. There was no patient involvement. The manufacturer's technical services (ts) could not confirm the reported issue. The ventilator was sent to the customer not repaired due to the vent reaching the end of life.

Manufacturer narrative:
G4:21apr2021. B4:26apr2021. H11: the customer sent the unit to a repair facility for evaluation. The service technician confirmed that the inspiratory manifold assembly was defective and required replacement. The device was not repaired since it has reached its end of life and support is no longer provided. As of december 31st, 2020, philips no longer support accessories, supplies, upgrades, and repair support parts associated with esprit/v200. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.